Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibit a blurry image during reprocessing. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a noisy image. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide correction to the initial report and results of investigation. Corrected field: b5, h11. Updated fields: b5, d8, h2, h3, h6, and h11. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. The initial report was sent in error as blurry image would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.